Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013 the patient underwent following procedures: decompression lumbar laminectomy, redo l5-s1 and l4-5. Interbody arthrodesis, l5-s1. Lateral transverse process facet arthrodesis, l5-s1. Interbody fusion cages at l5-s1. Pedicle screws l5-s1, non-segmental construct (cortical pedicle screws 4.5x30 mm). Use of o arm and stealth for preoperative planning of pedicle screw placement. Bone graft consisting of allograft and rhbmp-2. Preoperative diagnosis: recurrent stenosis and disc herniation, l4-5, l5-s1 with instability of joint, l5-s1. As per op notes, ¿next, the dilators were used to size up the instrument and the size of the cages and a 12mm peek cage was planned. Cages were then filled with rhbmp-2. The first cage was tamped into place and found to have a good fit on fluoroscopy. In the remainder of the disc space between the planned second cage, allograft material was tamped into the disc space.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.